Manufacturer narrative:
All available information was investigated and the reported clip delivery system (cds) leak could not be replicated in a testing environment due to device returned condition (o-rings, caps, lock line, gripper line and polyimide tubings were not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported cds leak appears to be related to procedural condition due to the leak in the steerable guide catheter (sgc). The air embolism appears to be related to the leak. The reported patient effect of air embolism, as listed in the mitraclip nt system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak and embolism requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the anatomy when a leak was noted from the delivery catheter (dc) handle and a bubble was noted on the echo imaging. The dc cap was removed and filled with water. The cds was advanced back to the mitral valve and the clip deployed, reducing mr to 2. The cds was being retracted into the steerable guide catheter (sgc) and aspiration was performed with a syringe when air was noted coming into the syringe. The sgc was pulled back to the right atrium and the cds removed. The hemostasis valve on the sgc was sealed with the physicians thumb and aspiration performed. Blood was noted aspirating from the sgc. The procedure was completed with 1 clip implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.